Event description:
It was reported, during preparation for use the subject device had a striped image. No patient harm reported.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide (lg) bundle of the video cable section is broken and light transmission is lost or too low. A root cause could not be identified. However, based on the investigation results, it is likely that a broken video cable led to the 'striped image' malfunction and the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use the subject device had a striped image. No patient harm reported.